Event description:
Information was received from a healthcare provider and company representative regarding a patient receiving baclofen (unknown) (2000 mcg/ml at 537.1 mcg/day) via an implantable pump for intractable spasticity. It was reported that an empty non-critical alarm was heard on (B)(6) 2025 and a critical alarm on (B)(6) 2025. Company representative was unsure how long the pump had been empty for. Today, (B)(6) 2025, a pump replacement was performed and during the procedure it was reported that the healthcare provider nicked the catheter. The healthcare provider removed 4cm of the catheter then added 7.6cm of an 8578 catheter resulting in a total catheter length of 92.6cm. A back table prime was completed and connected to the pump with the new catheter attached. Lastly, it was reported that the healthcare provider decreased the dose by 10% to 483mcg/day and that the patient would remain in the hospital overnight for observation. No further issues were addressed at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 30-jun-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that it was unknown why the pump was empty. It was discovered on interrogation.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2025. Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.